Event description:
On 2021-nov-14, information was received from an healthcare professional (hcp), regarding a patient receiving baclofen (500 mcg/ml, 94 mcg/day) via an implantable pump for cerebral palsy and intractable spasticity. It was reported they took an x-ray to check the placement of the catheter and the catheter seemed to be at t6 when, per documentation, it was placed at t1.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.